Event description:
Infusion pump delivering blood transfusion malfunctioned. Pt did not receive the entire unit of blood. There was no adverse outcome to the pt and the equipment was taken out of svc and repaired.